Event description:
On 1/31/97, the account reported 4 erratic bhcg results, which were obtained while operating the instrument. The customer did not provide results for the fourth pt and did not repeat results, but stated the samples were repeated at a later time. The samples were determined to be negative by another test. Prior to the samples being run, biorad controls were run and were within expected range at 01:00 hr. Controls were run again, at 12:00 hrs, and were within range except for the high control, which was 200 mlu/ml. The upper range for the high control is 199 mlu/ml. After the results were questioned by the physician, the customer reran the controls at 22:00 and 22:28 hrs and all three control levels were out of range. Instrument troubleshooting by the account showed the mup dispense was dispensing 15.00 ml instead of the expected 12.2 ml. Customer also changed probe link tubing and continued to run instrument. After the malfunction, customer ran controls with each run. Co controls were not run. No report of injury.

Manufacturer narrative:
Investigation summary: the event represented is not addressed in the device labeling. A malfunction did occur. This reportable MDR event was investigated as part ofan ongoing study of the axsym system by abbott into the causative reason for malfunctions. Results of the investigation yielded a number of system enhancements implemented on customer units. Improvements included axsym system software version 3.0 with enhanced algorithm for fluid detection, new buffer tubing and seal fittings, which reduced bubbles forming in tubing lines, modifications to the liquid level sense board to decrease sensitivity of the instrument to electrostatic discharge, and packaging modifications for added protection to probes. In addition, abbott has emphasized to our customers that correct operating procedures must be followed to ensure optimal performance of the axsym system. Areas that were emphasized included probe crash recovery procedure, recommended tube sizes and types, opening reagent bottle 4, proper loading/unloading of reagent packs, and ensuring proper sample and reagent handling. This is the final report.

Event description:
On 1/31/97, the account reported 4 erratic bhcg results, which were obtained while operating the instrument. The customer did not provide results for the 4th pt and did not provide repeat results, but stated the samples were repeated at a later time. The samples were determined to be negative by another test. Prior to the samples being run. Biorad controls were run and were within expected range at 01:00 hour. The controls were run again, at 12:00 hours, and were within range except for the high control, which was 200 mlu/ml. The upper range for the high control is 199 mlu/ml.after the results were questioned by physician, the customer reran the controls at 22:00 and 22:28 hours and all 3 controls levels wre out of range. Instrument trouble shooting by the account showed that mup dispense was dispensing 15.00 ml instead of the expected 12.2 ml. The customer also changed the probe link tubing and continued to run instrument. After the malfunction, the customer ran controls with each run. Co controls were not run. No report of injury.

Event description:
On 1/31/97, the account reported 4 erratic bhcg results, which were obtained while operating instrument. Customer did not provide results for fourth pt and did not repeat results, but stated samples were repeated at a later time. The samples were determined to be negative by another test. Prior to samples being run, biorad controls were run and were within expected range at 01:00 hr. Controls were run again, at 12:00 hrs, and were within range except for high control, which was 200 mlu/ml. Upper range for high control is 199 mlu/ml. After results were questioned by physician, the customer reran controls at 22:00 and 22:28 hrs and all three control levels were out of range. Instrument troubleshooting by account showed the mup dispense was dispensing 15.00 ml instead of the expected 12.2ml. Customer also changed the probe link tubing and continued to run instrument. After the malfunction, customer ran controls with each run. Co controls were not run. No report of injury.